Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated the dexcom system was not functioning properly. He stated that one minute he was fine and the next minute, the dexcom was showing that he was low. There were no symptoms reported. He stated that he feels like he may have over-calibrated the system and due to the low reading, he went to urgent care and they sent him to the ER where he had lab work done but could not recall specific treatment information. It is unclear "of" what the issue is with the device; however, the patient stated he feels like the receiver or the transmitter were not working properly. At the time of contact, the patient was doing fine. No additional patient or event information is available.